Manufacturer narrative:
The complaint investigation was performed which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any issues or deviations with the likely cause lot and complaint issue. A retained file reagent kit of the complaint lot was tested in a sensitivity setup and inhouse testing determined that the sensitivity performance of the lot was acceptable. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot number 13425be00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hcv results on a patient when compared to other methods. The patient has tested (B)(6) for approximately one year and has been receiving treatment. The results provided were: (B)(6) 2020 sid (B)(6) architect initial result = (B)(6), repeated (B)(6) (cutoff <(B)(6)); cobas result = (B)(6). No impact to patient management was reported.